Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician seen rapid obstructions due to graphite granulomas at the distal ends of the peritoneal catheter.

Manufacturer narrative:
Additional information received and captured under regulatory reports 2021898-2019-00278 and 2021898-2019-00279. Any further information for the event will be reported under the referenced reports. If information is provided in the future, a supplemental report will be issued.